Event description:
Customer returned the device for evaluation and repair of the device forceps elevator not completely closing when the forceps are passed through. Without the forceps the forceps elevator closed completely. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. The forceps raiser was also not moving up and down properly. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a buckling; scope (s) s-cover, grip, universal cord, s-connector, sc cover unit, connecting tube, distal end cover (c-cover) and switch (sw) 1, all have a scratch; sw 2 has a cut and protector of universal cord on s-connector side have a cut; due to damage on k-wire (forceps elevator coil), forceps raising angle and fixing force of guide wire do not meet the standard value; and due to damage on charge couple device (ccd) unit, the specified resolving power is not obtained. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer, and information on the foreign material. This supplemental report is being submitted to provide this information. The foreign material could not be identified.

Event description:
Addendum feb 16, 2023: the customer reported event occurred during reprocessing with no patient involvement. No procedure was involved or planned when the event found. There is no possibility that the device with the presence of foreign material was used on a patient. The customer usually follows correct reprocessing procedure as per olympus training and instructions for use (IFU); however, in this case the device could not be fully reprocessed (including brushing) due to elevator issue. The reprocessing was interrupted midway, and the device returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.